Event description:
Information received indicates the left siderail will not latch.

Manufacturer narrative:
The technician found the siderail was missing a lower pivot block, roller guide and lower pivot bolt. He replaced the missing hardware to repair the bed.